Event description:
On 12/6/2024 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user's device alerted them at 80 mg/dl, prompting them to drive to get food, but they lost consciousness and was found unresponsive by their boss. Ems transported the user to creighton hospital at 2:30 pm with a bg of 16 mg/dl. The user received intravenous dextrose via a mainline in their shin. Later that evening, the user was transferred to (B)(6), where they were managed with intravenous dextrose and multiple daily injections (mdi). The user reported not feeling highs or lows, which is why they rely on the device. The user was discharged on (B)(6) 2024 at 3:00 pm. The user plans to reconnect to his ilet device. The user also stated they had not been announcing meals but has committed to doing so to prevent future severe events. The patient is currently doing well. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.